Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope had a white tissue adhesive at the insertion. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most likely cause of this compliant is component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.